Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error and infection (unknown onset).

Event description:
Patient reported left side "infection and use error." Patient additionally reported "bone aches." This event is not device related. Device has been explanted and replaced.